Event description:
An intra-operative patient sample result tested for intact parathyroid hormone (ipth) on an immulite 1000 instrument was delayed from being reported to the physician(s) for twenty minutes on an immulite 1000 instrument due to barcode read errors. It is unknown if the result once obtained on the patient sample was reported to the physician(s). There were no known reports of adverse health consequences due to the barcode read errors on the ipth sample.

Manufacturer narrative:
A siemens field service engineer (fse) visited the customer site. The faulty barcode reader and reagent carousel printed circuit board (pcb) were replaced. A diagnostics test was performed and no further problems were detected. The cause of the reagent read errors on the interoperative ipth reagent wedge was due to the faulty barcode reader and the reagent carousel pcb. This instrument is performing according to specifications. No further evaluation of this device is required.